Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated via website that the brush heads do not stay mounted on the toothbrush, and they fall off while brushing his/her teeth. No injury was reported.